Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported transient phrenic nerve palsy and av fistula could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
The following was published in the journal of pace wiley in an article titled "clinical impact of cryoballoon posterior wall isolation using the cross-over technique in persistent atrial fibrillation" fuminori odagiri md, phd1, pacing clin electrophysiol. 2024;47:1326¿1337. Https://doi.org/10.1111/pace.15058. This was a single-center, retrospective, observational study of 194 consecutive patients with persistent atrial fibrillation (peraf) who underwent a first-time procedure of pulmonary vein isolation (pvi) + pwi (108 patients) or pvi-only (86 patients) using the cb. The cross-over technique was applied in all lapwi. Transient pn palsy occurred in two patients in the pvi +pwi group and one patient in the pvi-only group, with complete resolution within 6 months after the procedure. One patient in the pvi-only group developed an arteriovenous fistula which required surgical repair.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
The following was published in the journal of pace wiley in an article titled "clinical impact of cryoballoon posterior wall isolation using the cross-over technique in persistent atrial fibrillation" fuminori odagiri md, phd1, pacing clin electrophysiol. 2024;47:1326¿1337. Https://doi.org/10.1111/pace.15058. This was a single-center, retrospective, observational study of 194 consecutive patients with persistent atrial fibrillation (peraf) who underwent a first-time procedure of pulmonary vein isolation (pvi) + pwi (108 patients) or pvi-only (86 patients) using the cb. The cross-over technique was applied in all lapwi. Transient pn palsy occurred in two patients in the pvi +pwi group and one patient in the pvi-only group, with complete resolution within 6 months after the procedure. One patient in the pvi-only group developed an arteriovenous fistula which required surgical repair. It is alleged by the physician that the transient phrenic nerve palsy and arteriovenous fistula were caused by the cryo balloon ablation and not due to any abbott devices. There were no alleged performance issues with any abbott devices.